Manufacturer narrative:
The t:slim x2 pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to see drops of insulin exit the tubing during fill tubing. The customer reported not observing any leaking from the luer lock, however while disconnecting and reconnecting the luer lock the customer was able to see insulin. Tandem technical support reminded the customer to ensure the luer lock is securely connected. There was no reported impact to the customer's blood glucose level.